Manufacturer narrative:
Correction: continuation of d10: dtpa2qq crt-d implanted (B)(6)-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 459888, lead implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range (oor) low pacing impedance. The pacing impedance was noted to be chronically low. It was later reported that low impedance was noted on both of the rv lead¿s defibrillation coils in addition to the pacing portion of the lead and a downward trend had begun approximately ten months prior. Relatedness of the impedance observations to the patient¿s clinical and medication status was discussed. It was also reported that the right atrial (ra) lead exhibited an increase in undersensing, evidenced by a slowly decreasing atrial tachycardia/atrial fibrillation (at/af) burden trend for the patient who has chronic af. It was also reported that the left ventricular (lv) lead exhibited a rise in impedance and all pacing vectors on the lead exhibited elevated impedance and pacing thresholds. Relatedness of the impedance and threshold observations to a physiologic interaction with the lead was discussed. All leads remain in use. No patient complications have been reported as a result of this event.